Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site (date not reported). Subsequently, the patient was treated with topical steroid, topical antibiotics and oral antibiotics (date and duration not reported). The patient had multiple skin revisions with the use of silver nitrate, however, the issue could not resolve and the patient underwent skin revision surgery on (B)(6) 2019 and (B)(6) 2020 (specific date not reported). The patient had the abutment removed on (B)(6) 2021 (specific date not reported) and the implanted device remains.

Manufacturer narrative:
This report is submitted on may 17, 2022.